Event description:
Dealer states these keep failing. Customer states they want to return 24 but only referenced one occurence of failure. Dealer states one broke in an ICU and if nurse hadn't been there it would have been a big disaster.